Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. The evaluation of the medical records confirmed obstruction, patient-device interaction problem, and detachment of the device or a device component and was inconclusive for migration of the device or a device component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown eclipse vena cava filter allegedly experienced migration of the device or a device component, obstruction, detachment of the device or a device component, and a patient-device interaction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The (B)(6) year old male patient weighed (B)(6) kilograms.